Event description:
Reporter indicated that the device was programmed off to alleviate the patient's adverse events. Included in the adverse events were the serious injuries of tachycardia and depression. Other adverse events were reported, but are not considered serious injuries. The adverse events subsided once stimulation was halted. Good faith attempts to more information have been unsuccessful to date.

Manufacturer narrative:
X-rays reviewed by the manufacturer, no anomalies noted.